Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Event description:
An implantable cardioverter defibrillator (ICD) system was returned from a funeral home with no cause of death. Information identified in the manufacture¿s database indicated the patient died approximately 11 days post implant of the ICD and 2.5 years post implant of the leads, approximately 2 years ago.

Manufacturer narrative:
The devices associated with this adverse outcome were returned from a funeral home with no cause of death. The patient died greater than two years from today. No contacts/events regarding the system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Concomitant medical products: 407652 lead, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.